Event description:
It was reported that the atrial lead has a high chronic capture threshold. It was also reported that there were issues related to device capture thresholds report. The lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.